Event description:
It was reported that there was an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. While advancing the wds in the was air was introduced into the laa of the patient. The physician decided to deploy the closure device in the patient in order to trap the air in the laa. The closure device was deployed and successfully implanted in the laa of the patient with the air embolism trapped in the laa. The patient experienced brief st segment elevation, but it was resolved before the patient was brought to the recovery area. The patient did not experience any other complications from this event and is expected to make a full recovery.